Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from USA, stating that the device had "damaged wiring". It is unk if the event occurred during surgery. It is unk if there was any pt or user injury, surgical delay or medical intervention reported related to this occurrence. No add'l info is available.